Event description:
Permanent scarring; new sensor patch for dexcom g6 causing terrible flesh eating rashes. Scars are not on my arms where the sensor adhesive patches were. FDA safety report ID# (B)(4).